Event description:
Physician additionally reported "capsule/hematoma" caused by "healing delay".

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: weight to the spec, white particles in the shell and creases fold. No other observations observed. Based on the device analysis the final assessment is: no issues found related with the manufacturing process."

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation is capsular contracture, baker grade IV.

Event description:
Healthcare professional reported left side capsular contracture, baker grade IV. Physician additionally reported "capsule/hematoma" caused by "healing delay." "Hematoma" is not device related. Device has been explanted and replaced.